Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding an unknown patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that a volume discrepancy occurred regarding the actual reservoir volume (arv) having been greater then the expected reservoir volume (erv). No specific volumes reported, but it was indicated that the difference was "more than 200%". The hcp was wondering about doing a roller study, but it was noted that a company representative told them they typically aren't done. It was being considered that they were generally not necessary since the pump detects a stall; however, if there was some reason they were questioning whether the pump was truly stalled, it still could be done. It was noted that a dye study was attempted but aborted as they could not aspirate. No patient symptom was reported. The date of the event was unknown. When the patient name was requested, the hcp indicated that it was more of a ¿general question¿. No further patient complications have been reported as a result of this event.